Event description:
It was reported that the customer over-rode their bolus and delivered extra insulin. The customer's blood glucose (bg) level subsequently decreased, and the bg value displayed as 'low' on the continuous glucose monitor (cgm). Customer consumed carbohydrates to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.